Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2017-apr-27 regarding a patient's implanted infusion pump containing morphine (dose and concentration unknown). The indication for use was non-malignant pain. It was reported that during a refill on (B)(6) 2017, the hcp noticed via fluoroscopy that the pump had flipped. It was noted that the patient fell prior to the pump flip, and the patient was prone to falling. Other environmental, external, or patient factors that may have led to the issue were unknown. It was unknown if surgical intervention was planned or scheduled, and the issue was considered unresolved. The implanting physician's office was contacted regarding the issue. The patient's status was alive - no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-apr-28. It was reported that surgical intervention was most likely planned, but it was possible that the issue could be fixed in the office without intervention by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.